Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a user requested to return the ilet system due to persistent hyperglycemia while using 23-inch teflon infusion sets, citing prolonged elevations to approximately 200¿300 mg/dl with a reported peak of 313 mg/dl and an increase in a1c compared to pre-initiation, and the user intermittently used subcutaneous rapid-acting insulin via pen to correct highs. Symptoms included hyperglycemia without ketosis, loss of consciousness, or other acute complications. Outcomes included no medical intervention, hospitalization, or emergency care, and the user later appeared to continue using the device. Investigation included review of device usage and glycemic reports by the field and clinical teams. Investigation of this case revealed no device alarms or malfunctions and indicated time-in-range near expected performance, suggesting user adaptation and therapy behavior factors rather than a device or component failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear, with user- and therapy-related factors considered contributory in the absence of a confirmed device failure.